Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs2388 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "PICC wire broken/ bent when removed out of patient." No other information was provided.